Event description:
It was reported that during an unknown procedure, a perforation was noticed in the sterile package. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.